Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. A review of the instructions for use (IFU) determined that the reported event is adequately addressed. All dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization); however, leaks due to adverse environmental conditions or mechanical stress during treatment may occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The patient¿s estimated blood loss (ebl) was approximately 50 ml. Treatment that day was discontinued. The complaint sample was reported to be unavailable for return to the manufacturer. Additional information was requested, however it was not made available.